Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 01-apr-2019. This spontaneous case was reported by a health professional and describes the occurrence of uterine perforation ("essure migration and perforation of the uterus"), genital haemorrhage ("hemorrhage") and breast cancer female ("breast cancer") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and back pain ("severe back pain") and was found to have breast cancer female (seriousness criterion medically significant), 2 days after insertion of essure. The patient was treated with surgery (3 dilation and curettage, hysterectomy. Tubes and ovaries removed and mastectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, breast cancer female and back pain outcome was unknown. The reporter provided no causality assessment for back pain, breast cancer female, genital haemorrhage and uterine perforation with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (therapeutic goods administration, reference number: (B)(4)) on 01-apr-2019. The most recent information was received on 09-aug-2021. This spontaneous case was reported by a health professional and describes the occurrence of uterine perforation ('essure migration and perforation of the uterus'), genital haemorrhage ('hemorrhage') and breast cancer female ('breast cancer') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced uterine perforation (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required) and back pain ("severe back pain") and was found to have breast cancer female (seriousness criterion medically significant), 2 days after insertion of essure. The patient was treated with surgery (3 dilation and curettage, hysterectomy. Tubes and ovaries removed and mastectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, breast cancer female and back pain outcome was unknown. The reporter provided no causality assessment for back pain, breast cancer female, genital haemorrhage and uterine perforation with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2021: no new clinical information received, update to imdrf/FDA codes only. On 9-aug-2021: no new clinical information. On 9-aug-2021: no new clinical information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of uterine perforation ('essure migration and perforation of the uterus'), genital haemorrhage ('hemorrhage') and breast cancer female ('breast cancer') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced uterine perforation (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required) and back pain ("severe back pain") and was found to have breast cancer female (seriousness criterion medically significant), 2 days after insertion of essure. The patient was treated with surgery (3 dilation and curettage, hysterectomy. Tubes and ovaries removed and mastectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, breast cancer female and back pain outcome was unknown. The reporter provided no causality assessment for back pain, breast cancer female, genital haemorrhage and uterine perforation with essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 19-nov-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (therapeutic goods administration, reference number: (B)(4) on 01-apr-2019. The most recent information was received on 09-aug-2021. This spontaneous case was reported by a health professional and describes the occurrence of uterine perforation ('essure migration and perforation of the uterus'), genital haemorrhage ('hemorrhage') and breast cancer female ('breast cancer') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced uterine perforation (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required) and back pain ("severe back pain") and was found to have breast cancer female (seriousness criterion medically significant), 2 days after insertion of essure. The patient was treated with surgery (3 dilation and curettage, hysterectomy. Tubes and ovaries removed and mastectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, breast cancer female and back pain outcome was unknown. The reporter provided no causality assessment for back pain, breast cancer female, genital haemorrhage and uterine perforation with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug 2021: no new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.